Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (5689939) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to broken reservoir tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on the longer exhaust tube of the pump. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. Abrasion was noted on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the detached piece of inlet tubing. No functional abnormalities were noted with the connector. The surfaces of the detachment site of the detached piece of inlet tubing leading towards the reservoir appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detached inlet tube detachment end between the pump and reservoir indicates that sufficient stress was exerted on the inlet tube to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed burn-mark instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.